Manufacturer narrative:
The universal power distribution (upd) was installed and tested onto a golden pca system where the component functioned as expected. The system started up without any error, with good image. The audio is loud and clear. Epo functionality test, passed. All the gantry motors were moved the full range of motion test deploy for draping function without any issue. Voltage and current monitoring are within range. The system ran for 20 power cycles with this board, all test passed. The upd remained on the test system for hours in normal operation with no issue. The probable root cause in this case is attributed to the component failure. This issue was resolved by replacing the universal power distributor power management printed circuit board.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, a nurse called in about repeated error 31221 from arm 3. Tse reviewed error logs and found error 319 and 31221. Nodes 187- 192 missing, indicating a problem from acj. Caller already rebooted system, no difference. Tse guided the caller to use the emergency power off (epo) and reboot, no difference. Tse asked if it is possible to proceed with 3 arms only. The customer confirmed it was not possible. Tse guided the caller to move arm 3 out of the way and reboot system with pressing the port clutch button on arm 3. When doing this, arm 3 was deactivated, but all other 3 arms had red lights, error mode, and were not able to move around freely. After booting up the system with all 4 arms, the error was not recoverable and arm 3 was not able to deactivate. Surgery was not able to start. Surgeon decided to convert it to laparoscopic procedure. Field engineer was dispatched. The procedure was converted to laparoscopic with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distribution (upd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.